Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage we see to the cautery cable varies, it can be as small as, what appears to be black material that has ¿sluffed off¿ a complete cut with cable intact or complete cut with cable damage. Intuitive¿ s IFU is to inspect with 4x magnification so it is very hard for us to accurately assess the damage, but we can see the damage and therefore find the instrument unsafe to use on a patient. The instruments should have all been received back to intuitive and at that time you are able to access the damage with greater magnification, per recall notices I have received from intuitive when images are enhanced up to 10x magnification. The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm/reproduce the reported complaint. There were no frayed cables or damage insulation observed during visual inspection. The instrument articulated as expected during manual articulation. The instrument also passed the electrical continuity test. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. .

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a cable with compromised insulation. There is no report of any issues with the instrument the last time it was used. 1 live used. There was no report of patient involvement.